Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device having low power could not be confirmed. However, during evaluation, it was observed that the device was missing the hose and glass was broken on the gauge. Therefore, the reported condition was confirmed. It was noted that the issue with the missing hose was consistent with an unauthorized repair being performed on the device and the issue with the broken glass on the gauge was likely due to mishandling by dropping or hitting something against the gauge and breaking the glass. The assignable root cause was determined to be due to improper handling of the device which is abuse/user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery, it was discovered that the foot control device had low power and the gauge glass was broken. According to the reporter, the broken gauge was found post surgery during sterile processing. There was a two minute delay to the planned surgical procedure. It was reported that a spare device was available for use in order to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.